Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that, after the installation of the dental implant in intraoral region #31, its removal was necessary because it was not possible to disattach the implant carrier.